Event description:
It was reported that the pump was explanted due to an expected end of life.

Manufacturer narrative:
(B)(4). Final device analysis of the infusion pump revealed the following: the battery was found to be of high resistance, triggering an early low battery indication.